Manufacturer narrative:
Medical devices: item#unknown mom pf acetabular shell; lot#unknown ¿ unknown mom pf acetabular shell; item#unknown recap/magnum porous ha; lot#unknown ¿ unknown recap/magnum porous ha; therapy date: unknown. The product was not available for return. Part and lot number identification required for review of device history records, sales and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert states under possible adverse effects: "early or late postoperative infection and allergic reaction. Response provided to the therapeutic goods administration in (B)(6) indicates that ten (10) of a national total of thirteen revisions were attributed to one site. Performance of the recap prosthesis across all other (B)(6) sites was not significantly different from other peer group performance for resurfacing prostheses. The surgeon and facility identified as a cluster has now ceased using the prosthesis. The exact root cause of the reported issues could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Annual report (2011) of the national joint replacement registry of the (B)(6) orthopaedic association reported a total of thirteen (13) revision procedures were performed between 2004 and 2010 to remove recap femoral and acetabular components due to loosening/lysis, fracture, infection, pain & dislocation. This report identified one (1) patient revised to address infection. There has been no further information provided and the patient outcome is unknown.